Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2367 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had a system error 2367 (air in the set). The hp was not near the machine to review the alarm log. The hp was not having the alarm at the time of the call and had cleared the alarm himself. The hp stated, he was connected to the machine during the entire therapy. Global product surveillance contacted hp on (B)(6) 2011 regarding the reported problem. The hp stated, he completed therapy that night. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.